Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, two of the drill bits broke and one drill bit was bent. There were no consequences or impact to the patient. It was reported that no further information could be provided.